Manufacturer narrative:
Additional information: according to the received information from the field, a technical device failure is likely. However, to determine an exact root cause an investigation on the explanted device would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
Reportedly, some intermittencies in access to sound with the device were observed. Then, since the beginning of november 2020 the user no longer had hearing sensation with the device, which reportedly occurred suddenly. The user is still within the indication criteria for the device. Re-implantation is considered but no date could be scheduled yet.

Manufacturer narrative:
Additional information: according to the received information from the field, a technical device failure is likely. However, to determine an exact root cause an investigation on the explanted device would be necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
Reportedly, some intermittencies in access to sound with the device were observed. Then, since the beginning of (B)(6) 2020 the user no longer had hearing sensation with the device, which reportedly occurred suddenly. The user is still within the indication criteria for the device. The user has been re-implanted. Despite requested, the explanted device has not been received for investigation yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly, some intermittencies in access to sound with the device were observed. Then, since the beginning of (B)(6) 2020 the user no longer had hearing sensation with the device, which reportedly occurred suddenly. The user is still within the indication criteria for the device.

Manufacturer narrative:
Conclusion: device investigation revealed a device failure caused by fatigue breakage of the wireguard and subsequent damage of the coil wires alongside. The problems given in the recipient report seem to be congruent with the found damage. This is a final report.

Event description:
Reportedly, some intermittencies in access to sound with the device were observed. Then, since the beginning of november 2020 the user no longer had hearing sensation with the device, which reportedly occurred suddenly. The user has been re-implanted on (B)(6) 2021.